Event description:
Information received with return of the device notes that while preparing for an implant, dashes (---) were noted for parameters and the device could not be programmed. Return to standard cleared the dashes, but the physician elected to use another device.